Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon receipt, inspection revealed that the leadscrew assembly was loose. The slide tab on position potentiometer was also found to be jammed. Our technician repositioned the motor leadscrew assembly to drivetrain and reworked on the position potentiometer assembly to the drive train. After repair, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.